Event description:
The customer reported that the unit was not recognizing the hands free cable when performing the operational check.

Manufacturer narrative:
(B)(4). The customer reported that the unit was not recognizing the hands free cable when performing the operational check. They noted a pads cable failure message, and in they indicated that there was a therapy cable failure message in the status logs. The device was evaluated at philips. The symptom was verified. The issue was localize to the power pca. The power pca was replaced to resolve the issue.